Manufacturer narrative:
The product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient experienced blurry vision. The iol was exchanged in a secondary procedure. It was noted that the surgeon does not feel the iol was the cause of the blurry vision but possibly the patient's corneal nodules that produced scarring.

Manufacturer narrative:
The lens was returned wrapped in folded, stiff white absorbent material. Viscoelastic was dried on the lens. The explanted lens was cut into pieces. The optic was splintered into a crack from the cut damage. A power and resolution re-assessment could not be conducted, due to the lens returned in pieces with additional optic damage. All product and batch history records are quality reviewed, prior to product release. Associated products are unknown. It is unknown, if a qualified product combination was used with this lens. The root cause for the complaint cannot be confirmed. Per the provided response, the surgeon does not feel the iol was the cause. The explanted lens was returned cut into pieces, typical of damage when removed from the eye. A power and resolution inspection of the returned lens cannot be conducted, due to being returned in pieces. During the manufacturing process, each lens is subjected to a 100% assessment of the power. And optical resolution in order to determine acceptability per the lens model and diopter. The manufacturer internal reference number is: (B)(4).